Event description:
It was reported redness was present at the patient's ipg site. As a result, the patient underwent blood tests. Allegedly, the results revealed inflammation, and the patient's surgeon believes she is having nerve issues. The patient will follow-up with her pain doctor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.